Event description:
Time of symptoms/ae: during and post-procedure. Symptoms/ae:bradycardia, arrhythmia. It was reported that during a left internal carotid artery stent procedure, the patient experienced bradycardia, and post-procedure the patient experienced hypotension and 2nd degree av block mobitz ii. It was noted the hypotension resolved within 48 hours with medication, and a pacemaker was implated to resolve the bradycardia and arrhythmia. The patient was hospitalized for 3 days. No additional information available. Study event.

Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.